Event description:
It was reported that the patient had an elevate posterior pc implanted on (B)(6) 2013. It was indicated that the patient had "increased difficulty to defecate" starting on (B)(6)2013. The status of the event is indicated as continuing and mild. The adverse event was reported to be related to the procedure but not related to the device. No additional patient complications were reported in relation to this event.